Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the shaft had been fractured at approximately 154 mm from the distal end, and the fragment had been kinked at approximately 21 mm from the distal end. Magnifying inspection of the fractured section found that the fracture end of the fragment had been deformed in a trumpet shape with concave and convex areas in the vicinity of it. The reinforcing wire was exposed from the fracture end of the main body. The end of the inner layer of both pieces had been curled outward. Electron microscopic inspection of the fracture section found that both fracture ends seemed to have been torn off and the vicinity of both ends showed rough outer surface. Magnifying inspection of the kinked section on the fragment found no tear or other anomaly. Electron microscopic inspection of the kinked section on the fragment found multiple abrasions near the kinked section and rough outer surface. The outer and inner diameter of the actual sample was confirmed to meet the control criteria. No dimensional anomaly was confirmed. IFU states: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the actual sample was trapped by a calcified lesion, and then, in that trapped state, it might have been manipulated in the removal direction. Due to this, stress might have been concentrated at the end of the reinforcing wire (about 154 mm from the distal end), which was the transition area of physical properties, resulting in the fracture of the shaft at that area. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI number - unknown due to unknown lot number. Implanted date - device not implanted. Explanted date - device not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. (B)(4). Please see MDR (B)(4) for the importer report.

Event description:
The user facility reported that upon performing an up and over technique with the glidecath catheter, it caught on a very calcified aortic bifurcation and became separated. The distal section that was sheared off was recovered through a snare technique and removed from the patient. The iliac stenting procedure was completed in a retrograde fashion from the same side. The patient was stable and discharged. The procedure outcome was successful.